Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Upon receipt, the device was interrogated and indicated a software reset had occurred. The reason for the reset was due to parity errors. After the parity errors were cleared, the device interrogated normally on the bench. The cause of the parity error could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis.